Event description:
It was reported that the patient had good pain relief with stim trial using perc leads. The patient had perc leads placed in (B)(6) 2013 for permanent implant but only got stomach stim despite any reprogramming. The patient was having anterior stim in the torso. The patient recently had surgical lead placed (B)(6) and the manufacturer's representative went to program the patient yesterday ((B)(6) 2013) (the representative was initially told this was an initial programming, but it was actually a programming post-lead revision). During programming attempts yesterday, the patient still was only getting stomach stim. Target was low back and legs. Additional information received on 2013 (B)(6) noted that the patient was referred for x-rays, results unknown. The patient was sent for x-rays on day following the event. Reprogramming was attempted for over an hour with no improvement. Impedance results ranged from 900-1003 on all contacts. No malfunctions or device issues were suspected. This reporter had not received any updates on the patient's condition. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 39286-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was due to the lead. It was noted that the lead was not in the right place and that it had migrated. It was noted that the issue was due to the lead and that the issue was dislodgement and or migration. It was noted that a revision on the lead had occurred. It was noted that an x-ray was performed and the results included "migration." It was noted that the patient outcome was no injury.